Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized on two separate occasions. Once in (B)(6), and again on (B)(6), 2011. The customer did not want to provide further information about the hospitalizations or troubleshoot. The customer did mention that she would like to try samples of different infusion sets due to the cannulas being bent both times she was hospitalized. Nothing further was reported.